Event description:
In 2008, the patient reported experiencing elevated blood glucose of 250-300 mg/dl over the past week. He stated that his blood glucose returns to normal after bolusing. He adjusted his basal rates 5 days ago and he has changed his infusion site location but his blood glucose continues to be elevated. He stated that he had not eaten today and at 7:00am his blood glucose measured 100 mg/dl, 172 mg/dl at 11:00am, and 176 mg/dl at 1:30pm. The patient confirmed that the time and basal rates were correctly programmed on the infusion device. The patient stated that he would switch to his backup infusion device. Upon follow up five days later, the patient stated that his blood glucose returned to normal after switching to the backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.